Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal pads leaking and babies laying in puddle of water. Two arctic gel pads had spontaneous leaks resulting in the patient laying in a puddle. One gel pad had a broken plastic connector where it connects to the grey tubes from the machine. Per follow up information received via mail on 26may2026, 1 pad spontaneously leaked (on (B)(6) 2025), 1 pad had a broken connector (on (B)(6) 2026), and 1 pad spontaneously leaked (on (B)(6) 2026). To reiterate, the broken connector and leaking pads on (B)(6) 2026) occurred with separate gel pads. They did not save the pads. Per follow up information received via mail on 29may2026, bd tm said that the customer threw away the 2 affected pads in the most recent complaint, but that they quarantined 4 neonatal agp that shared the same lot for return. Tm shared that they already provided them with neonatal pads for replacement of the ones that they will be returning. Requesting a box to return the 4 neonate pads.